Event description:
The ventilator alarmed "low 02 supply" and then shut down and came back on x2. The third time the ventilator went down, it didn't come back on. When the respiratory therapist arrived, the nurses were bagging the pt and the ventilator was alarming extremely loud, the safety valve was open and prompt screen read "check alert panel" (or something close to that). The pt was not in danger, the nurses had immediately begun bagging. The pt's sats never went below 95-96%. Pt was set-up on new 760 and the defective unit brought to the biomedical engineering dept for an evaluation. The biomedical engineering staff found that the o2 regulator pressure transducer was replaced and calibration of po performed. Ran est. Rts. Unit placed back in svc.